Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm, and a cartridge alarm occurred. Additionally, the customer had an unspecified cartridge issue. There was no adverse impact to the customer's blood glucose level. A cartridge change was performed resolving the issues.